Event description:
A customer reported a malfunction on their pump, and it was found that no significant events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump due to a recall notice, even though it was out of warranty. The customer was advised to use manual daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. They were informed they would receive a pump with updated software, and training would be available through their tandem source account. Instructions were provided for putting the old pump into storage mode and returning it to tandem within 10 days using a pre-paid label. The customer acknowledged and understood all the provided guidance.